Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, device return and additional information has been requested for this complaint but has not become available. The device part details were not received for investigation, therefore manufacturing record review and full assessment of the reported event cannot be performed. No medical documentation or information was provided for investigation. The reported event cannot be assessed and a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the left hip was performed due to unknown reasons.

Manufacturer narrative:
It was reported a left hip revision surgery was performed due to pain, excess heterotopic bone. During the revision the bhr cup, modular sleeve, and hemi head were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. This patient has a history of avascular necrosis to both hips status post a left resurfacing procedure and a left hip fracture prior to his left index surgery. Without the supporting lab/pathology results and/or imaging the root cause of the reported pain, heterotopic ossification, cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. In addition, the ¿heterotopic ossification¿ cannot be concluded but some patients can be genetically predisposed, it is a known complication of joint surgeries and is related to the procedure and not the device. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.